Event description:
It was reported by the hospital that the programmer's screen "froze" and the analyzer was beeping during a case. The hospital may swap analyzers to narrow down the problem to either the programmer or analyzer. Another programmer had to be used. The company representative was unable to reproduce the issues. The programmer and analyzer were expected to be returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).